Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had possible under delivery. The customer¿s blood glucose was 10.9 mmol/l at the time of incident. The customer feels very nervous and unsure about the insulin pump. The reservoir will not be returned for analysis.